Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device unintentionally delivered a bolus of 0.7 units of insulin 3 different times within 30 minutes. During the phone call with the roche representative the infusion device delivered another 0.7 insulin units. The customer disconnected the device. No adverse event was reported.